Manufacturer narrative:
(B)(4). Concomitant medical products: bearing, catalog #: 42521401014, lot #: 62537148. Customer has indicated product will not be returned to zimmer biomet for investigation as the hospital retained the product. The investigation is in process. When the investigation is complete, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported patient underwent right total knee arthroplasty and subsequently was revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.